Event description:
The hcp reported the patient began experiencing diminished movement effect in 2007. An x-ray revealed the catheter had dislodged. Notes from the revision surgery indicate the catheter had not only emerged from the lumbar space, but had withdrawn into the abdominal cavity. The drug used in the pump is baclofen 500 mcg/ml at a dose of 49.98 mcg/day delivered on a simple continuous basis. The hcp reports the patient recovered without sequela and the patient's family reports she is responding nicely to her baclofen.

Manufacturer narrative:
.